Event description:
It was reported that the pump showed an air-in-line error during testing. During device evaluation, the reported issue was confirmed, and a defective air detector was identified. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and nothing was found related to the reported issue. Functional testing confirmed the reported issue, and a defective air detector was identified. The device was recalibrated and then passed all testing.